Event description:
It was reported that during a wedge resection of lung procedure, the device fired with the shaft articulated. After firing, the shaft couldn't be straightened even if articulating lever was returned to initial position. The shaft became straight by turning the articulating lever to the right. The case was completed with another device. There were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation summary: one instrument was returned in good visual condition and with no cartridge loaded. However, upon further investigation of the device, the articulation lever was noted to be misaligned with respect to the flex neck due to a damaged articulation mechanism; the instrument did not articulate to the right side. Even though the articulation mechanism was damaged, the instrument was tested for functionality with test cartridges at the left, center and right position and the staples malformed at the center and right position. Therefore, the instrument was disassembled to verify the condition of the internal components and the right articulation gear teeth were found to be broken.